Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. A separation was noted on the inlet tubing of the pump. This is a site of leakage. The separation has a smooth, straight edge, indicating contact with sharp instrumentation. No functional abnormalities were noted with cylinder 1 or cylinder 2. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the inlet tube of the pump occurred after the device packaging was opened. The information received indicated that there was leakage noted on the device. Based on the evaluation, information received, and brief period in-vivo, the separation most likely occurred inadvertently during the implant procedure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, upon prepping this device, a tear was noticed in the bottom half of the grey tubing near the pump. A leak was also noted, and it was confirmed that a clamp was not used near that portion of the tubing. It was broken straight from package.

Manufacturer narrative:
The lot number was reviewed for complaint trend. No trends were identified. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, upon prepping this device, a tear was noticed in the bottom half of the grey tubing near the pump. A leak was also noted, and it was confirmed that a clamp was not used near that portion of the tubing. It was broken straight from package.